Event description:
The patient was a child with a double outlet right venticle and single ventricle physiology. The patient was emergently placed on extracorporeal membrane oxygenation (ECMO) five hours after the completion of pa band surgery. After placing on ECMO, the patient's vital signs were stable. The ECMO specialist increased the dose of heparin prior to the administration of platelets. Prior to starting the platelets, the bubble detector alarmed. The ECMO pump shut down automatically. No visible air bubbles were noted. The ECMO specialist attempted to clear the alarm three times and was unable. The specialist attempted to override the alarm, which should be two button sequences. The pump would not start. She opened the machine and started to hand crank it and it should be counter clockwise. Initially the patient's pressures improved. Suddenly air appeared in the venous and arterial sides of the catheters. The patient was immediately clamped off the pump. The patient had no heart rhythm afterwards was coded and expired. Post event, the pump was checked from a biomedical standpoint and all functions were normal. Afterwards, the only way that air could be introduced into all of the cannulas was by handcranking the pump clockwise,in the wrong direction. The pump allows cranking in both directions. There is no forcing function.